Event description:
The pt was implanted with a left ventricular assist device. The vad coord reported that "about (B)(6) weeks ago the pt's caregiver called her to let her know she would be by to pick her up for an appointment. The pt answered the phone at approx 1:30 pm and said she would be ready. The caregiver arrived approx 30 minutes later and the pt did not answer the door. Fire and rescue was contacted and when they broke into the house the pt was found dead." An autopsy was not performed.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.